Event description:
New information received notes that during follow-up, non-sustained noise was still present. The physician decided not to make programming changes. The patient condition was good.

Event description:
It was reported that the patient received a vibratory alert for ventricular oversensing. During follow-up, noise was seen during abdominal contractions. An increase in high voltage lead impedance was also noted. Programming changes were made and the patient was scheduled for follow-up in a month. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.